Event description:
During a procedure to the left anterior descending, the cypher stent could not be deployed. The balloon of the product would not inflate at all. The product was inspected prior to use. There were no anomalies. The product was prepped according to instruction for use (IFU). There were no noted anomalies. Negative prepped was performed and there were no problems observed. There were no problems tracking/crossing the lesion. There were no holes or tears noted in the balloon. There were no damages to the device. There were no noted kinks in the device. No other problems were encountered. The lesion was 50% stenosis and moderate calcified. Another device was used to complete the procedure. The device will be returned for investigation.

Manufacturer narrative:
This product is available; however, has not been received for analysis. Additional information will be provided within 30 days of receipt.